Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - a probable cause for the gap in the adhesive and discoloration on the inside of the light guide lens is traced to expected or random component failure without any design or manufacturing issue. - a probable cause for the foreign material at the forceps elevator could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope was found to have foreign material at the forceps elevator. In addition, there is a gap in the adhesive at the distal end (z-block) area, and the inside of the distal light guide lens has discoloration. There was no patient involvement.